Event description:
The following has been reported: at start up, the error 33 occured. No patient harmed or involved. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.